Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty advancing the delivery system through the sheath was unable to be confirmed due to unavailability of the device or imagery. As no lot number was provided, a DHR or lot history review was unable to be performed. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''the patient presented severe calcified access vessels with small diameter'' and ''it was faced some resistance when the commander delivery system was advancing through esheath+ but finally the delivery system with the valve exited.'' Per information provided, the minimum luminal diameter of the access vessel was (4.8mm) and there was presence of sever calcification. As per IFU, the minimal access vessel size for a 14fr esheath is greater than or equal to 5.5mm, and for a 16fr esheath greater than or equal to 6mm. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that patient fac tors (undersized vessels, calcification) may have contributed to the complaint event and subsequent vascular perforation. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified. No labeling/IFU deficiencies were identified. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of an implant of a sapien 3 in aortic position by left transfemoral approach. The patient presented severe calcified access vessels with a small diameter. The vessels were pre-dilated and the field clinical specialist advised not to use transfemoral approach, but the access was not changed. Isome resistance was noted when the commander delivery system was advancing through esheath+ but it was finally able to be exited through the esheaht+. The valve was successfully implanted and the delivery system was removed through the sheath+. It was noted that the patient had a perforation in the left external iliac. Surgical repair was performed with a good result and the patient was noted to be stable after the procedure. The perceived root cause of the vessel perforation is that the patient had severely calcified access vessels with a small diameter. Despite the advise of the field clinical specialist, the medical team decided not to change the approach.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.